Event description:
As reported by the equinoxe shoulder study, the 62 year old male patient had an initial left tsa on (B)(6) 2018 and presented with instability/subluxation, 1 year(s) and 0 month(s) post initial procedure on (B)(6) 2019. The case report form indicates that this event is unlikely related to the device and definitely related to the procedure. The report also indicates that the no was action taken. The outcome is reported as resolved on (B)(6) 2021. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 5219781. 300-20-02 - equinox square torque define screw drive kit: 5262240. 300-30-08 - equinoxe preserve stem 8mm: 5202662. 315-35-00 - glnd kwire: 5221091. 320-01-42 - equinoxe reverse 42mm glenosphere: 5276485. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5245276. 320-15-03 - rs glenoid plate l post aug, 8 deg, left: 5198916. 320-15-05 - eq rev locking screw: 5256998. 320-20-00 - eq reverse torque defining screw kit: 5133144. 320-20-22 - eq rev compress screw lck cap kit 4.5 x 22mm: 5238022. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 5240034. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: 5159346. 321-20-00 - equinoxe reverse shoulder drill kit: 3949712.

Manufacturer narrative:
The cause of the patient¿s shoulder subluxation and instability reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and instability are known risks, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.